Manufacturer narrative:
The device associated to the complaint was returned for analysis. The breakage of the metal tip is confirmed on the returned product. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. An hhe/qrb was held in 2013 regarding this issue ((B)(4)). No field action was recommended due to the low occurrence rate. Mdd CAPA-(B)(4) is ongoing to determine the root cause and corrective actions needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Two locking tabs have snapped off driver.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.